Event description:
Related manufacturer report number: 3006705815-2023-06102. It was reported that the patient was having a lead revision due to the left side of the lead pedal being fractured. The lead was replaced. When connecting the new lead to the ipg there were a lot of impedances on the new lead. The doctor decided to change the battery as well, and the impedances disappeared. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.